Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed severely calcified lesion being treated was located in the moderately tortuous mid right coronary artery (rca). After successful predilatation with a maverick 2.5x16mm balloon the physician attempted to implant a taxus liberte' 3.00x32mm drug eluting stent. However, he felt some resistance and removed the device from the patient. The physician noted that the stent was partially damaged. The physician completed the procedure with a taxus liberte' 3.0x28mm. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis and visual examination of the returned device revealed that a break had occurred in the hypotube. The break was measured at 1.15m proximal to the port area of the device. This type of damage is consistent with excessive force having been applied to the device. The hub section of the device was not returned for analysis. The device was returned with a snaring device attached to the stent. Visual and microscopic examination of the stent revealed proximal stent damage. Some of the stent struts were severely misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. Visual examination of the tip revealed tip damage. The tip was flared. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.